Event description:
According to information received, pt had a history of severe dilated cardiomyopathy, chronic congestive heart failure, an ejection fraction of approximateley 35-40% confirmed by echocardiogram, myocardial infarction (1996), diabetes mellitus, and hypertension. In 2002, the pt presented with unstable angina and persistent chest pain. An intra-aortic baloon pump was placed and the pt underwent an emergency quintuple coronary artery bypass procedure utilizing a relatively small left internal mammary artery (lima) to the proximal left anterior descending (lad) and four saphenous vein grafts (svg) harvested from both extemities because of poor conduits. Three 4 mm svgs and three sjm symmetry bypass system aortic connectors (model acn-4550) were utilized for the proximal anastomoses to the distal left anterior descending (lad), the first obtuse marginal (om1), and the right ventricular branch (distal circumflex artery). A 5 mm svg and an aortic connector (model acn-5055) were utilized for the second obtuse marginal (om2) proximal anastomosis. Following placement of the proximal anastomoses, the pt was placed on cardiopulmonary bypass (cpb) and aortic cross-clamp was applied. Upon completion of the distal anastomoses, each graft was probed with a 0.5 mm probe and infused with cold cardioplegia through the aortic root to ensure good flow and hemostasis. Following removal from cpb, protamine was administered for reversal of intraoperative heparinization. Postoperatively, the pt experienced fevers (101.5 f), agitation, and low hematocrit requring blood products. The pt was discharged in stable condition on postoperative day six. In 08/2002, the pt returned to the hospital and the posterior descending artery was stented. In 12/2002, the pt presented with chest pain and testing revealed the connector graft to the right ventricular bnranch was occluded and the three other connector grafts had significant narrowing at the ostium. In 2003, reoperation was performed. The proximal segments of three connector grafts to the om1, om2, and the distal lad were replaced and the lima to the proximal lad was left intact. In 05/2003, during an office visit, the pt continued to have significant small vessel disease and low grade angina. The pt was unable to ambulate significantly secondary to severe claudication of the left leg. An aortogram in 01/2004 revealed recurrent stenosis of the middle segment of the left popliteal artery and was treated with a vascular stent. No additional info was received, including if the occluded connector graft was removed.